Event description:
Crna was administering medication when the braun IV tubing failed at the injection site as medication was being injected. When syringe was removed from injection site, the IV fluid flowed freely from failed injection site. No patient harm occurred.